Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reported heat and swelling in the pocket area. This ICD remains in service. No adverse patient effects were reported.